Manufacturer narrative:
A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Following device analysis, it was noted that the condition of the returned unit was consistent with the device encountering difficulties while attempting to cross the lesion. Visual examination of the unit revealed no stent strut had been raised however, the stent had moved distally on the balloon. This type of damage is consistent with the device encountering some form of restriction. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Taking into consideration the type of damage analyzed and the results of the investigation completed, handling damage would be the most probable root cause.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The proximal lad (left anterior descending) lesion was predilated using a 2.75x15mm maverick balloon and an attempt was made to cross the lesion with the 3.0x28mm taxus liberte drug eluting stent. The device was not able to cross the lesion and was removed from the patient. Upon removal, the scrub nurse noted that a stent strut was "protruding". The procedure was completed successfully with a different device. There were no reported patient complications as a result of this event. The patient was reported to be "fine".